Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. After ablation was performed with a rotablator, a 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 24 atmospheres, the balloon ruptured. Subsequently, the device was completely removed from the patient's body, a stent was deployed, and the procedure was completed. No patient complications were reported.